Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s son reported that the freestyle libre 3+ continuous glucose monitoring (cgm) had stopped displaying readings overnight. After rescanning, readings returned, showing a high blood glucose (bg) of 500 mg/dl, confirmed by fingerstick. The user administered a manual insulin injection and temporarily disconnected from the ilet. Later, the user reconnected to the pump but did not announce a recent meal, which contributed to continued elevated bg. Follow-up confirmed bg had decreased to 285 mg/dl and was trending down. The highest blood glucose (bg) recorded was 500 mg/dl. Bg was corrected through a manual insulin injection. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.